Event description:
Attempted extraction of lead which was previously abandoned at an earlier date. Lead partially removed with small amount (tip and partial coil) left embedded on rv wall and subclavian vein wall. Ppm pocket erosion. No known adverse effects from procedure. Overall decision to remove leads made due to pt's fevers and possible infection. Cause unk, thought to be ppm leads secondary to pocket erosion.